Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee floor system. During an emergency procedure, the user reported that the monitors showed no signal. The procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a hardware defect. The investigation showed that the problem was due to a hardware defect of the image visualisation system (ivs). The defect caused the system to switch to the backup review mode, as intended for such cases, which is a mitigating factor for the fault. In this mode, radiation is available and the images can also be displayed on the monitor in the examination room, but these images cannot be transferred to the ivs as desired and sent on. If the problem was only temporary, all images would have been automatically transferred to the ivs after a restart and could have been processed further. In this case, this was not possible due to the ivs defect. After service intervention and replacement of the affected component, the system was fully functional again and the images resulting from the examination could be sent and processed further. Patient images were not lost during this process. A screening of the cause of the error did not reveal any error accumulation in the installed base. Therefore, no general corrective actions is necessary in the field. After detailed investigation, the incident is not classified as a reportable event as neither serious injury, death nor an unexpected prolonged hospitalization of the patient or any other person occurred or could be expected.